Manufacturer narrative:
(B)(4) . The device was received for evaluation. Visual inspection revealed loose particulate matter floating in the device. The cause of the condition was determined to be a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all in one empty container had floating filaments after being filled with sterile water for injection. This was noted before use. There was no patient involvement. No additional information is available.